Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 2872 adaptor: implanted; (B)(6) 2012; a 1888tc st jude lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that a pocket infection occurred. The patient was hospitalized and a surgical intervention was planned to explant the leads and competitor implantable cardioverter defibrillator (ICD). The patient died one day prior to the planned explant procedure. The cause of death was septic shock. A skin sample at the device pocket identified the organism as golden staphylococcus metis. The patient was enrolled in a clinical trial.

Manufacturer narrative:
Correction: the lead serial number provided on the initial medwatch report was missing the suffix letter. The correct serial number and manufacture name and address are provided on this report. In addition, the device manufacture date and expiration date have been added to this report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.